Event description:
The customer reported that the sys would not save the images produced. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep reloaded the software and the configuration files and calibrated the touch screen. The sys was tested and found to be working as intended and put back in svc.